Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. It was also reported that since icm implant the device has not wirelessly transmitted data, instead the patient sends data via manual transmissions. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, recommended replacement time (rrt) triggered on (B)(6) 2016 due to low battery voltage. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. Analysis was unable to confirm an issue with the battery. Analysis determined that the no telemetry condition was due to a severely depleted battery. The system current drain was nominal when the device was powered using an external supply. If information is provided in the future, a supplemental report will be issued.